Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria.the root cause could not be determined conclusively.no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date.(B)(4).

Event description:
An optometrist reported stage 1+ diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Topical steroid dosage was increased. An oral steroid was also prescribed. Upon follow up, dlk is reported to be resolved and the patient is no longer taking the oral steroid medication. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.